Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. The adc device did not penetrate into the customer's skin and therefore the customer was unable to apply the device and monitor there glucose levels. The customer experienced unspecified symptoms and was unable to self-treat. The customer had contact with a healthcare professional (nurse) who provided the customer coca-cola for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Additional carbon print was observed and did not have an impact on sensor functionality. Applicator and sensor pack have not been returned by the customer. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. The adc device did not penetrate into the customer's skin and therefore the customer was unable to apply the device and monitor there glucose levels. The customer experienced unspecified symptoms and was unable to self-treat. The customer had contact with a healthcare professional (nurse) who provided the customer coca-cola for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.